Manufacturer narrative:
Cmpl-(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/22/2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was reported that the pediatric patient experienced a skin reaction with redness, at the needle puncture site, which occurred 7 days after the sensor had been inserted in the arm. The patient went to the hospital and the reaction was treated with a prescription of an oral medication, flucloxacillin. After 4 hours in the hospital the patient got discharged again. At the time of the report the patient was okay, and the infected area was getting better. No additional event or patient information is available.